Event description:
It was reported that an alert was received in the remote home monitoring system that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and a shock. Review of the stored episode noted the therapy was potentially inappropriately delivered for an atrial driven arrhythmia. The delivered shock terminated the rhythm. The following clinic was notified of the episode. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert was received in the remote home monitoring system that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and a shock. Review of the stored episode noted the therapy was potentially inappropriately delivered for an atrial driven arrhythmia. The delivered shock terminated the rhythm. The following clinic was notified of the episode. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that additional inappropriate atp and shock therapy was delivered for a suspected atrial driven arrhythmia. Further review was recommended. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.